Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that device couldn't be powered on, power connector of the unit was corroded and corrosion on metallic surfaces, and dust/dirt contamination inside the device. The device couldn't be powered on and hence the error log/machine hours/error code numbers/software version couldn't be collected during evaluation. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamst st30 h unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.